Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer the patient bled a lot and they were unable to keep the device due to (B)(4) regulation. Customer support contacted the medical staff and were informed that no further treatment was required and the patient as well.